Event description:
It was reported that the patient was turning off his implantable neurostimulator (ins) because he could ''feel'' the neurostimulator when it was on. The intensity of this sensation increased when pt went from group a (non interleaved dual monopolar) to group b (interleaved). The physician performed blind test and the patient had 100% accuracy in determining when his neurostimulator was on, based on the sensation he felt in his chest. The pulse width and voltage were ''dialed back'' so that the patient only felt intermittent pocket stimulation every 30 seconds, with stimulation on. This alteration was enough to prevent the patient from turning his ins off. Additional information had been requested, but was not available as of the date of this report.